Event description:
A dialysis facility reported that a patient gained weight during a hemodialysis treatment. Fifteen minutes before the end of treatment, the patient c/o shortness of breath and the staff noticed that the patient's face was puffy. The patient was weighed and their weight indicated that she gained 1.8 kg. The machine showed that 2,300 ml. Was removed. Treatment was reinitiated with pure ultrafiltration only. The patient was discharged home just 0.6 kg. Above dry weight.